Manufacturer narrative:
Current information a torn posterior cruciate ligament as the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Event is being reported to FDA on one medwatch as revision was due to torn posterior cruciate ligament.

Event description:
It was reported patient underwent total knee arthroplasty on (B)(6) 2007. A subsequent revision procedure was performed on (B)(6) 2013 due to a torn posterior cruciate ligament. The femoral and bearing were removed and replaced.